Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem.   No further follow up is planned. Evaluation summary a male patient reported that no insulin came out of his humapen ergo ii device. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient indicated the device was received in 2011; therefore, the duration of use was approximately 6 years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an (B)(6) male patient. Medical history or concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50 100 u/ml) from a cartridge, via a reusable pen (humapen ergo ii, reported as blue) 17 units at morning, 9 units at noon and 9 units each evening, subcutaneously, for the treatment of diabetes mellitus since 2011. Sometime, after starting insulin lispro 50/50, no insulin came out of the humapen ergo ii ((B)(4); lot number: unknown) and he experienced high blood glucose and in (B)(6) 2017 was hospitalized. Information regarding corrective treatment, further hospitalization details or outcome for blood glucose increased was not provided. Insulin lispro 50/50 therapy was continued. The operator of the humapen ergo ii and the training status was not provided. The duration of use for this device model was not provided. The suspect device duration of use was approximately six years. The humapen ergo ii was not returned to the manufacturer. The reporting consumer did not know if the event of blood glucose increased was related to insulin lispro 50/50, for the humapen ergo ii it was not reported any relatedness statement. Update 22-may-2017: additional information was received from affiliate regarding pc number. (B)(4) was provided, processed and added to the narrative. Humapen unknown was recoded to humapen ergo ii. Narrative was updated accordingly. No additional changes were made to the case. Update 30may2017: additional information received on 25may2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes. Corresponding fields and narrative updated accordingly.